Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and noisy signals due to a lead fracture. Telemetry showed intermittent loss of capture. This patient experienced syncope and was sent to the hospital. The lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).